Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a medium-large clip applier instrument were bent, preventing the instrument from closing and attaching the clip. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.